Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
The sales rep has reported that the peg came loss from the cutting block and got stuck in the bone when it was removed after cuts were made.